Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red raw skin irritation under the therapy pad and electrode of the lifevest equipment. The patient¿s physician prescribed triamcinolone 1% cream for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.